Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a sensitivity failure occurred on touchscreen that calibration didn't resolve. There was no patient involvement.

Manufacturer narrative:
Date of report: 24oct2018. Date of manufacturer: 04oct2018. Added UDI (international UDI: (B)(4). The service technician replaced the touch screen to address the reported touch screen calibration issue.